Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-hd-22-c device of lot number c1891056 involved in this complaint was returned for evaluation, opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 18 january 2023. On evaluation of the device the following was observed: device returned with sheath extender thumbscrew broken. Distal end of needle examined, and no issue observed. Needle removed from device and kink observed approx. 41cm from tip of needle. Sheath extender able to advance and retract with no difficulty. Needle able to advance and retract with no difficulty. Stylet removed from device and no issue observed. Stylet re-inserted into device without issue. A lab re-evaluation was done on 5 july 2023 and the below observations were made: raised platform of the sheath extender is observed to be broken. Thumb screw examined and observed to be intact, and thread on is visible at the bottom. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1891056 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1891056. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. It is known from the available information that the user retracted the device from endoscopy and patient, then re-shaped the needle and advanced it again into the target area. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the user retracted the device from endoscopy and patient, then re-shaped the needle and advanced it again into the target area. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted as report is being cancelled as it longer meets reporting requirements. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed as category low. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
User utilized fuji ultrasonic endoscope scanned the patient pancreas and identify the target area, then advanced the needle to the area to do biopsy, but user detected the needle was out of shape seriously once puncture into the target area. Once user retracted the needle it cannot be advanced again. User retracted the device from endoscopy and re-shape the needle then advanced the needle again to target area but found out it cannot be reached target area. User then changed to another same device to complete the procedure. This file will capture the user error - user retracted the device from endoscopy and re-shape the needle then advanced the needle again to target area but found out it cannot be reached target area. User then changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."